Event description:
A surgeon reports that he attempted to insert the intraocular lens for some time. He was unable to completely insert the lens and decided to remove it. Enlargement of the incision was required to accommodate removal of the lens. As the lens was being removed, the surgeon observed that the lens appeared scratched and a haptic was missing. Upon examination, the surgeon did not see the missing haptic in the pt's eye. A second lens was implanted. The pt developed corneal edema following surgery. Additional info has been requested.